Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a m31 air detected in cassette warning message that occurred during dwell 4 of 5 and prior to the fluid leak. The patient was advised to turn off the cycler and manually disconnect. Fluid was seen under the cycler which was placed on a cycler cart. The customer was advised to keep their tubing set and to follow-up with the peritoneal dialysis registered nurse (pdrn) due to incomplete treatment. The patient was advised to discontinue use of the cycler for 24 hours. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during dwell 4 of 5 of treatment and following the reported cycler alarm. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a m31 air detected in cassette warning message that occurred during dwell 4 of 5 and prior to the fluid leak. The patient was advised to turn off the cycler and manually disconnect. Fluid was seen under the cycler which was placed on a cycler cart. The customer was advised to keep their tubing set and to follow-up with the peritoneal dialysis registered nurse (pdrn) due to incomplete treatment. The patient was advised to discontinue use of the cycler for 24 hours. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during dwell 4 of 5 of treatment and following the reported cycler alarm. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during a patient's pd treatment. The patient reported a m31 air detected in cassette warning message that occurred during dwell 4 of 5 and prior to the fluid leak. The patient was advised to turn off the cycler and manually disconnect. Fluid was seen under the cycler which was placed on a cycler cart. The customer was advised to keep their tubing set and to follow-up with the peritoneal dialysis registered nurse (pdrn) due to incomplete treatment. The patient was advised to discontinue use of the cycler for 24 hours. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during dwell 4 of 5 of treatment and following the reported cycler alarm. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Correction: h6 investigation conclusions